Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 2. The free margins of all three leaflets exhibited moderate calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal at the stent inflow and moderate at the stent outflow. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Leaflet 1 had a tear at commissure 1, approx. 5 mm in length. Leaflet 2 had a tear at commissure 2, approx. 10 mm in length. Calcification was observed near the region of the tears. The x-ray demonstrated calcification. X-ray. Additional manufacturer narrative: the explanted device was returned to edwards for analysis, which confirmed the reported event. There was heavy calcification demonstrated on the valve which caused the patient's stenosis. There is no change in the original conclusion of this case. No further actions being taken.

Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 11 years due to severe aortic stenosis with calcification. Per the op report, aortic max velocity was 5.7 m/sec. Aortic valve area was 0.6 cm2. During explantation, the prosthetic valve was heavily calcified, stiff and immobile. With her bsa of 2.0, a 23 mm edwards magna ease allowed for an eoa index of 1.04. After the new valve was implanted, the patient was weaned from cardiopulmonary bypass successfully. Transesophageal echocardiogram evaluation demonstrated no aortic insufficiency or perivalvular leak. There was a small jet from beneath the aortic annulus into the left atrium, above the mitral valve. This may have represented the reattachment and reconstruction of the aortomitral continuity. Patient was transferred to the ICU. No operative complications noted.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcified valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.